Manufacturer narrative:
Pt age/date of birth: unknown. (B)(4).all pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure due to a hyperopic surprise from the patient's right eye. No further information was provided.